Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, the pump time and date were incorrect, cause was unknown. Reportedly, the customer corrected the time and date to resolve the issue. There was no adverse impact to the customer¿s blood glucose.